Event description:
It was reported that (1) device was used during a rectum resection. It was reported by the affiliate that the ax55b fired, but did not staple. Another instrument was used to complete the case. There was no consequence to the pt.